Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope was used during a cystourethroscopy with right ureteral stent placement, right antegrade nephrostogram with fluoroscopic interpretation, right nephrostomy tube placement, right percutaneous nephrolithotomy, right renal access and dilation, right renal ultrasound with interpretation, right retrograde pyelogram with fluoroscopic interpretation, right ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2021. It was reported that the patient experienced a urinary tract infection and medication was required.